Event description:
A doctor of ophthalmology reported capsule tear noticed during the cleaning of the last part of the capsule during a cataract surgery. There was no problem during the laser surgery. The lens was implanted into the eye and surgery was successfully completed without further issues. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: a company representative reviewed the provided system images of the optical coherence tomography (oct) scans and the incision overlays for the treatment of the reported event. A review of the images did not reveal any atypical treatment settings that could have contributed to the event. No further information was able to be obtained. With no additional, related information provided, the customers reported event was not able to be confirmed. The system met specifications at the time of release the root cause cannot be determined conclusively.